Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box showed loss of prime with zero force. The case was cracked between the lens and case seal on the lower right side of display. No visible moisture. Performed pump rewind, load, and prime with no loss of prime. Attempted to exercise pump for 24 hrs. On a 1 unit per hour basal program received a loss of prime alarm. Force sensor calibration was not in specifications, low opened pump and removed from case. Moisture in pump and corrosion noted along side the internal battery case and force sensor. Removed force sensor from pump. Force sensor was corroded. Force sensor resistance was high. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked pump case and moisture and corrosion in the pump. This report is made based on the results of an investigation completed on (B)(4) 2013.